Event description:
It was reported that the patient had been having increased spasticity for ¿a few days.¿ the patient was admitted to the hospital the day before the initial report. The last refill was on (B)(6) 2013. It was noted that the patient was having ¿other mal clonic movements too¿ and was on oral baclofen. The device system was used to infuse baclofen. The reporter did not have a physician programmer to use to interrogate the device and was going to page a manufacturer representative. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID neu_unknown_cath serial# unknown; product type catheter. (B)(4).